Manufacturer narrative:
Correction - b5 - changed to related manufacturer reference number: 2017865-2021-23082 from related manufacturer reference number: 2017865-2021-22316. Additional information - h6 - health effect clinical code - unspecified infection. Device evaluation - the reported event was lead erosion. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis found no anomalies with the exception of damage consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-23082.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22317. Related manufacturer reference number: 2017865-2021-22318. Related manufacturer reference number: 2017865-2021-22319. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination, it was noted that the implantable cardioverter defibrillator (ICD), right atrial (ra) lead, right ventricular (rv) lead and the left ventricular (lv) lead were eroding through the skin. The physician explanted the whole system on (B)(6) 2021. The patient was in stable condition.